Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a patient¿s therapy stopped. The patient stated there was an informational por on their recharger. The patient was instructed on how to clear the por message and turn stimulation back on. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.